Event description:
It was reported that the cartridge was leaking from the septum. Customer declined to complete the system check and ¿solved the problem¿. The customer's blood glucose level was approximately 200 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.